Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a pocket revision wherein the ipg was relocated.

Event description:
A report was received that the patient was experiencing pocket pain. The patient underwent a pocket revision wherein the ipg was relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg revision due to implant was at a 45 degree angle after the fall.